Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found embedded in the tubing of a clearlink extension set. It was reported that the particulate matter was rust-colored, embedded, and ¼ inch in size. This event was noted after priming, but before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information provided in h3, h4, and h6. The device was returned and an evaluation is complete. Visual inspection showed a dark colored particle in the y-site housing. Closer microscopic inspection showed the particle was adhered to the inner side wall of the y-site. Fourier transform infrared spectroscopy identified the particle as polyvinyl chloride. The reported condition was verified. The problem was caused by a machine or equpiment at the manufacturing facility. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The response addressing the request for additional information regarding report 1416980-2016-04847 is attached. Should additional relevant information become available, a supplemental report will be submitted. FDA response (B)(4).